Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the right ventricular (rv) leadexhibited low pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.